Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of poor image was confirmed. Due to a cut on the charge couple device cable, it disconnects, and a short circuit of the image sensor cable occurs.the following additional findings were also noted: image noise during angulation in up down directions, insulation resistance value does not meet standard value due to damage on the charge couple device, assorted scratches, chipped adhesive on the bending section cover, crack and scratch on the video connector case and damaged lock engagement lever causing the bending section not able to be fixed firmly. A review of the device history record confirmed the following repairs were made on (B)(6) 2023: distal end section, connector section, insertion section, a-rubber glue was chipped, and control section. It was confirmed that the device was shipped in accordance with specifications. Although non-conformity was recognized for the subject device in manufacturing, it was shipped in accordance with specifications. Therefore, there is no influence of the non-conformity.based on the results of the investigation, since the actual item was not sent to the manufacture business center, the root cause of the event was unspecified. It was presumably caused by a failure of the circuit board in the control section due to stress of repeated use, external factors, or handling, a defect of the circuit board in the video connector, or a defect of the system side. This issue is addressed in the instructions for use (IFU):the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below.inspection of the endoscopic image:confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water.observe the palm of your hand in the wli and nbi endoscopic images.confirm that light is output from the endoscope¿s distal end. (See figure 3.23)adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation.turn the angulation control levers slowly in each direction until it stops.confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, poor image on endoeye flex deflectable videoscope when operating d angle. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified image noise occurs and an image does not display. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.